Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow, once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, to medtronic minimed. That the customer, experienced possible under delivery anomaly. The customer reported, hyperglycemia treated with manual injection/insulin pen. The event involved product(s) unk_reservoir, mmt-1884, unomedical. Troubleshooting was performed. Customer was using the insulin pump system within 48 hours of the reported event. Customer was using the auto mode/smart guard feature at the time of the event. Customer reported, high bgs. Customer has been using the insulin pump system within 48hrs of reported high bg event. No further patient complications were reported. No product return is required for unk_reservoir. Mmt-1884 was requested. And customer response was, the device will be returned. No product return is required for unomedical.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit passed all following tests: displacement, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, displacement accuracy test, and self test. Unit was successfully downloaded using thump software and uploaded to carelink. Confirmed 22.5 units of normal bolus was delivered on (B)(6) 2024. On adapt, no relevant alarms were noted to confirm customer's concern. Proceeded to cut unit open to perform a visual inspection of connectors and electronic assemblies and found no moisture or physical damage. The following cosmetic damages were noted: keypad overlay texture damage, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, and scratched case. In summary, customer concern for no delivery/occlusion alarm is not confirmed. Unit functioned properly and passed all testing within spec. No alarms noted during testing or history review. Unable to verify for high bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.